Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿coronary air embolism during cryoablation of atrial fibrillation: a catastrophic complication and its management.¿ jounral of atrial fibrillation. Oct-nov 2017. Vol 10: issue 3.

Event description:
The literature publication reports the following patient complications while using a sheath catheter: there was one patient who, just after ¿seconds¿ of placing the sheath catheter, reported ¿heavy chest pain.¿ the electrocardiogram (ECG) showed st elevations with corresponding st depressions. There was also ¿worsening¿ atrioventricular (av) block observed. An urgent coronary angiography was done which showed air bubbles. A guidewire was inserted and there was complete resolution of the air bubbles, st elevations/depressions, and the chest pain diminished. The procedure was completed with out any further complications. The status/location of the sheath catheter is unknown. No further patient complications have been reported as a result of this event.